Manufacturer narrative:
Should the lead be returned, analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant of this lead poor parameters were exhibited despite multiple attempts to position the lead. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this lead poor parameters were exhibited despite multiple attempts to position the lead. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The helix was retracted and dried body fluid was noted in the helix housing. The helix was also stretched and bent. The lead passed continuity testing. Laboratory analysis confirmed the reported clinical observation based on the helix being deformed. Depending on when the helix became deformed during the procedure, this could lead to placement difficulty.

Event description:
It was reported that during the implant of this lead poor parameters were exhibited despite multiple attempts to position the lead. The lead was not used and was returned for analysis. No adverse patient effects were reported.